Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The likely cause of the event was that the reference frame was moved. The software functioned as designed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register." "Warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
On 05/31/2016 a medtronic representative, following-up at the site, reported the site stated that the navigation system performed perfectly during the registration, and the first part of the surgery. The probable cause is more related to a movement of the patient reference. A subsequent procedure, where this navigation system was used by a different surgeon and axiem, found the system performed very well. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a cranial procedure, the surgeon alleged a 1 centimeter inaccuracy using optical navigation. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.